Event description:
Information was received from a consumer regarding a patient with an implantable pump for non-malignant pain. The patient had an infection at the catheter location (spine) with a seroma. The infection was associated to the implant. The strain of the infection was unknown. Symptoms of the infection were considered sudden and included fever, drainage, severe headaches that were not constant, nausea, drainage from the seroma catheter site, vomiting, and diarrhea. The patient was supposed to get pump medication on (B)(6) 2016, but developed the infection before then, so the pump was never filled with pain medication. The reporter did not recall the patient receiving any oral medication for the infection, but the patient was given IV (intravenous) antibiotics and the total system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.